Manufacturer narrative:
The device was not returned to the MFR; however, once the device is returned and the investigation is completed, a follow-up medwatch will be submitted.

Event description:
It was reported that the zimmer meshgraft ii was cutting skin into "spaghetti" strips.